Event description:
The device was returned for service to baxter. During service the device under delivered. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.